Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from another manufacture's representative that this left ventricular (lv) lead displayed pacing impedance measurements of greater than 2000 ohms. The patient was seen for a surgical revision procedure. Fluoroscopy was performed which identified what appeared to be damage from clavicular crush. The lead was surgically abandoned. There were no adverse patient effects reported.